Event description:
Subsequently, two months later, a follow up was performed. During the previous two months, multiple episodes of vt had occurred within a 2-3 day period that were treated successfully with atp therapy. There were also episodes during that same period where the atp therapy accelerated the rhythm into the vf zone where it received shocks which successfully reverted. The patient with this device was hospitalized and the atp therapy and duration were reprogrammed. This did not result in further reported symptoms of heart failure and no further adverse patient symptoms were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was hospitalized due to exacerbation heart failure. Due to the patient's particular condition, the higher rate pacing caused by the minute ventilation was not tolerated by the patient exacerbating their heart failure. While hospitalized, three episodes of ventricular tachycardia (vt) were experienced and treated with anti-tachycardia pacing (atp) that accelerated the vt into ventricular fibrillation (vf). A 31 joule shock successfully converted the arrhythmia. Discomfort was experienced during the arrhythmia. As twelve other episodes were treated in the same manner, no changes were made. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.